Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the event. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Event description:
Urologist at (B)(6) hospital is very experienced in using our cd004 for his lap nephrectomy cases. On this occasion, when mr (B)(6) pushed the handle down to deploy the bag inside the abdomen, the bag did not open correctly. Scrub nurse informed me that the bag looked inverted; therefore it was not possible to use the bag. Urologist then closed the bag whilst in the abdomen and placed the bag to one side inside the patient. Urologist then used another bag which worked. He did say that the kidney's are getting very large and wanted us to manufacture a larger specimen bag. The scrub nurse woke in the early hours of the following morning querying whether the first cd004 bag had been removed from the patient. It is at this point I was contacted if the cd004 is radiopague. I spoke with applied team member on the phone who confirmed the cd004 is not radiopague. The patient had numerous scans done to try identify the bag. It was not seen on the scan and so the patient went back into theatre. The bag was found to still be inside the patient and was removed. This has taken longer than normal to report as I needed to find out all the details from numerous people and to ensure the patient is ok. I'm pleased to say that the patient is ok. I have taken photos of the packaging which will be emailed.

Manufacturer narrative:
No product is being returned for evaluation but lot # is provided. A device history report is to be reviewed by engineering. A final report will be sent once the results have been analyzed.

Event description:
[Urologist] at (B)(6) hospital is very experienced in using our cd004 for his lap nephrectomy cases. On this occasion, when mr mistry pushed the handle down to deploy the bag inside the abdomen, the bag did not open correctly. [Scrub nurse] informed me that the bag looked inverted; therefore it was not possible to use the bag. [Urologist] then closed the bag whilst in the abdomen and placed the bag to one side inside the patient. [Urologist] then used another bag which worked. He did say that the kidney's are getting very large and wanted us to manufacture a larger specimen bag. The [scrub nurse] woke in the early hours of the following morning querying whether the first cd004 bag had been removed from the patient. It is at this point I was contacted if the cd004 is radiopague. I spoke with [applied team member] on the phone who confirmed the cd004 is not radiopague. The patient had numerous scans done to try identify the bag. It was not seen on the scan and so the patient went back into theatre. The bag was found to still be inside the patient and was removed. This has taken longer than normal to report as I needed to find out all the details from numerous people and to ensure the patient is ok. I'm pleased to say that the patient is ok. I have taken photos of the packaging which will be emailed.